Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised due to the patella is not sitting flush with the bone , it was removed and replace with another company's patella. (B)(6). Products nor revised: advance® biofoam® tibia base w/ screwholes size 4+ product ID: ktscfm41, lot ID: 1507186. Advance® press fit keel primary 15mm x size 4+/5/5+ product ID: kspp1556, lot ID: 1643668. Cancellous bone screw 6.5mm x 20m x 2 product ID: 7552002000, lot ID's: 1664710 and 1702907. Advance® primary femoral size 4 right porous product ID: kftcpc4r, lot ID: 1666205. Advance® double high tibial insert sz 4 right 17mm product ID: kidh417r, lot ID: 0285418821639748.